Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm during manual prime. The customer's blood glucose was 529 mg/dl at the time of incident. Customer was treated by manual injection. Customer blood glucose at the time of the call was 356mg/dl. Troubleshooting was preformed the was resolved. The customer declined troubleshooter for high blood glucose. The insulin pump will not be returned for analysis.